Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4). Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case the, it was reported that the device was explanted after an implant duration of approximately 2 years. Based on the operative report, patient was admitted to the hospital approximately four weeks prior to surgery with infected pacemaker which was removed, but a piece was retained in the subclavian vein to internal jugular vein/superior vena cava complex which required median sternotomy to obtain proximal and distal control to remove. Initially, patient was known to have mitral valve endocarditis, but the valve was well seated and there was no involvement of the aortic valve. The plan was to treat the patient medically for his prosthetic valve endocarditis. Patient was readmitted to the hospital approximately a week prior to surgery with recurrent fevers. Transesophageal echo showed aortic root abscess, partial dehiscence of the aortic valve and the pre-existing mitral valve vegetations. The subject device was removed and replaced with another edwards bioprosthetic valve. The health care provider also indicated that the explant was not due to a device malfunction, but was patient related. The source of the infection was due to an infected pacemaker and pacing lead.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the source of the reported infection cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health care provider confirmed that the source of endocarditis was due to infected pacemaker and pacing lead. No further actions are possible. No further actions are possible with the available information.